Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused/refilled the cartridge. Tandem technical support educated the customer regarding the loading process. Customer continued to use current cartridge. There was no reported adverse impact to the customer.